Event description:
Customer reported a broken screen on their insulin pump, rendering it unreadable and the touchscreen non-functional. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.